Manufacturer narrative:
The device was returned for analysis. The reported suture not capturing the artery could not be replicated in a testing environment as it was based on operational circumstances. However, factors that may contribute to this difficulty include, but not limited to, friable artery or poor or partial tissue capture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of a common femoral vein was attempted using a proglide device after an interventional electrophysiology procedure. Reportedly, upon deployment of the proglide, the suture did not capture the artery and came out with the device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. Subsequent to filing of the initial medwatch report additional information was received. The sheath size just prior to insertion of the proglide device was 8.5f. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a common femoral vein was attempted using a proglide device after an interventional electrophysiology procedure. Reportedly, upon deployment of the proglide, the suture did not capture the artery and came out with the device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.